Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na h3 other text : the device will not be returned for evaluation.

Event description:
This is being filed to report during the procedure tissue damage occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully reducing mr to 1+. A second cds was advanced to further reduce mr and when grasping was performed but the anterior leaflet became damaged and mr increased to 4. The clip was implanted and the mr remained at 4. No further clips were implanted and the procedure was discontinued. There were no issues with device functionality. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.